Event description:
Patient's caregiver called in to report that the patient is getting r2013(mcu software update error) error code. There was no patient injury. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor was tested and passed both isl (safety) and eit (performance) testing . Therapy cable passed weight, safety but failed eit. Kmt engineering evaluated the returned therapy cable and observed that the microcontroller's usb circuit is not fully functioning causing the reported service error code.